Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. E1 - this complaint was received through: (B)(6). Investigation summary the reported complaint of high arterial pressure could not be confirmed. Without the return of the sample or a photo video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a tego¿ connector, appx 0.05 ml that experienced no flow. It was reported that the device has no low, a c good effect (high arterial pressures). There was patient involvement and no human harm.